Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reported that patient went to the clinic with overdenture mobility. Implant at tooth site 12 (fdi) was removed due to peri-implantitis. Additionally, implant fractured at the body of the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Fracture identified at the threads. Peri-implantitis could not be verified. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth #12 (fdi) for approximately 24 years. Relative patient conditions: deficient oral hygiene. X-ray image provided and showed implant in patient¿s mouth. DHR review for the lot (60934129) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st0984) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (60934129) for similar events (complaint category keywords: fracture: implant and medical: peri-implantitis) and no other complaint was identified. Therefore, based on the available information, device malfunction (fracture) did occur, and the reported event was confirmed. Peri-implantitis could not be verified.

Event description:
No further event information is available at the time of this report.